Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient was seen in 2012 for a revision of the pump due to malpositioning/pump had flipped. The pump pocket was opened and the pump was flipped back. There was fluid in the pump pocket. The fluid was cultured and was sensitive to all antibiotics that it was tested against, so the patient was treated with penicillin. The patient was asymptomatic and had a negative lumbar puncture.

Event description:
Corrected information: the initial MDR should also have included the following statement: ¿prior to the pump repositioning, the pump was not accessible.¿